Manufacturer narrative:
The technician instruction the accounts biomed to replace the left siderail ucm circuit board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The complainant stated when he pressed the enable key on the left siderail; the bed would go into chair position.